Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet for exercise for approximately 1.5 to 2 hours, then upon reconnection did not receive a glucose value on the pump and subsequently measured a fingerstick blood glucose of 526 mg/dl; the user elected to correct with a subcutaneous insulin injection and was advised to remain disconnected from the pump for at least two hours if using injection therapy. Symptoms included none. Outcomes included self-management at home without external assistance or medical intervention. Investigation included complaint intake review and troubleshooting with user education on reconnection and correction steps. Investigation of this case revealed hyperglycemia following a prolonged pump and likely sensor disconnection, with no device alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.